Event description:
It was reported that the patient was hospitalized because of overwarfarinization (international normalized ratio: 7.37) and epistaxis. The treatment of 1000 iu of prothromplex was given. The patient received diuretic therapy due to signs of hyperhydration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized because of overwarfarinization (international normalized ratio: 7.37) and epistaxis. The treatment of 1000 iu of prothromplex was given. The patient received diuretic therapy due to signs of hyperhydration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have an abnormally high international normalized ratio (inr) due to the over anticoagulation. The issue reportedly resolved on (B)(6) 2022. The patient also received diuretic therapy on (B)(6) 2021 because the patient had signs of hyperhydration. The issue also resolved on (B)(6) 2022.